Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 32.8 cm to 33.1 from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. This most likely contributed to the reported complaint of low impedance.

Event description:
It was reported that the atrial lead exhibited low impedance during an associated device change out procedure. The lead was explanted and replaced. The patient was stable during and post procedure.